Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the weld at the bottom of the right reclining back cane is broken.